Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v238962, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead; product ID: 3888-45, lot# v156631, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead; product ID: 3888-45, lot# v156631, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: v238962, (B)(4), (B)(6); product ID: 3888-45, serial/lot #: v156631, (B)(6), (B)(4); product ID: 3888-45, serial/lot #: v156631, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome. Consumer reported everything was replaced due to the battery being dead. It was reported that they did an x-ray and verified in surgery that the leads were off. The patient reportedly never got coverage with their back from the device. It was reported that the ins died in probably august or september. No further complications reported/anticipated.